Event description:
Hill-rom received a complaint on one of its imported products, the synergy air elite mattress replacement system, alleging a caregiver had injured their hand removing the device from its hanger bracket assembly. A hill-rom service technician and service operations manager (som) performed an investigation and interviewed (B)(6). (B)(6) explained that the caregiver had attempted to remove the synergy air elite from a hanger bracket that was installed on a stryker secure bed where their hand was injured in the process. The technician and som inspected the hanger bracket assembly which was designed for use on a hill-rom advanced bed but discovered it had been installed on a stryker secure bed frame. It was installed in a manner that created tension on wire cage and when the caregiver attempted to remove the synergy air elite control unit, the tension release and struck the caregiver's hand. (B)(6) would not release the names of the injured person or any witnesses to the incident. He was also restrictive on providing info regarding the severity of the injury but did reveal the caregiver's x-rays came back negative, continued working with severe restrictions and was given an appointment to see a hand specialist. Hill-rom followed up once more with (B)(6) to determine the severity of injury; however, no additional info could be obtained from the facility regarding this incident. Hill-rom is reporting this incident in compliance with importer regulations (B)(4) and as conservative report considering the limited info on the severity of injury.